Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, images are not displayed due to damage to the scope connector, bending angle insufficient due to elongation of the angle wire, flexible tube of the insertion section crushed due to external factors, coat of the insertion tube came off, curved rubber adhesive missing, scratches found on scope connector, liquid leakage to scope connector, scratches on scope connector cover, liquid leakage from the vent metal (sc cover), scratches found on operation part, scratches found on rotating mechanism, scratches found on the switch box, scratches on operation unit cover, scratches found on the grip, scratches found on angle lever, scratches found on the up/down plate, universal cord deformed, scratches found on universal cord, and scratches found on the operation part side oredome of the universal cord part. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite bronchovideoscope, exhibiting bad image. Upon inspection and testing of the customer returned device, the coating of the scope image guide serpentine was found peeling off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the peeling insertion tube coating was likely due to due the stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.